Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with baclofen intrathecal (type, concentration, dose, and lot # unavailable). The patient's indication for use was intractable spasticity. The patient experienced a loss of therapy, and the patient's parents elected to have the catheter explanted as it was "ineffective." No surgical intervention had taken place, but it was scheduled for (B)(6) 2016. It was unknown if the event had resolved at the time of the report. Information regarding the patient's medical history, additional medications taken at the time of the event, cause, interventions/troubleshooting taken, and outcome of the event was not provided. Should additional information be received, it will be reported in the form of a follow-up report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.